Event description:
During product analysis an out of specification component was identified in the generator. The pulse generator unit failed the feed-thru capacitor tests. The back-up capacitors function as emi filtering and do not affect the supply current that would contribute to battery depletion. X-rays and visual assessment on the feed-thru assembly, performed at the pa test bench, showed possible excessive bends in the negative feed-thru wire. In addition, separation of the silver polyimide to the negative feed-thru wire connection was observed. The most probable root cause for the failed backup capacitor tests was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. The DHR for the generator was reviewed. The generator passed all qc inspections as well as the final electrical test prior to shipment.

Manufacturer narrative:
.